Event description:
Consumer complaint of erratic blood results. Customer's wife states that her husband feels well and requires no medical attention. Customer's expected blood results are 90-120mg/dl fasting. Verified the strips expire 01/27/2018. Customer confirms the strips are stored in the bathroom cabinet and were first opened (B)(6) 2018. Customer ran a back to back blood test 95mg/dl and 119mg/dl. Reviewed meter memory: (time and date are not set properly) 1:95mg/dl (B)(6) 2015 04:11:00 pm fasting: yes; 2:223mg/dl (B)(6) 2015 09:03:00 pm fasting: yes; 3:122mg/dl (B)(6) 2015 07:0300 pm fasting: yes; 4:222mg/dl (B)(6) 2015 08:19:00 pm fasting: yes; 5:171mg/dl (B)(6) 2015 07:21:00 pm fasting yes. No adverse event reported. .

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for eval.